Event description:
It was reported that the right atrial (ra) lead trend data indicated low impedance for an extended period of time. It was also reported that the physician was concerned over the patient's implantable pulse generator (ipg) needed to be replaced earlier than expected. The ra lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).